Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a gas circuit error and the screen locked up. The rn called for assistance troubleshooting a leak in iab circuit on a cardiosave . The rn reported that the leak in iab circuit alarm sounded. All tubing and connections was checked however , nothing was amiss. When they attempted to restart the pump, the screen was completely frozen on ¿unlock. The console was switch out and there were no further issues . There was no patient harm reported.

Manufacturer narrative:
A getinge fse was dispatched to evaluate the unit. After reviewing logs, fse confirmed "gas loss in iabp circuit". After reviewing fault logs did not find any errors associated with gas loss. I connected cardiosave trainer to iabp and could not duplicate any gas loss errors. Customer also reported that screen was locking up. Performed touch screen calibration, and could not duplicate screen locking up either performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, is cleared for clinical use, and was returned to the customer.

Event description:
N/a.